Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that around 5:00pm after changing her patient's device. The line was freely backing up. She stopped and checked all connections and noticed IV fluid was flowing through the stopcock. She then immediately contacted the pharmacy for a new back fluid and promptly changed the line as soon as possible. There was patient involvement but there was no patient harm/injury being reported.

Manufacturer narrative:
D9: date returned to mfg; 7/21/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The leak was found at the subassembly 4-way stopcock. The cause of the leak reported by the customer is related to a sister site supplier issue of subassembly stopcock.